Manufacturer narrative:
Pump was received with cracked and bleeding on lcd glass, dog chew marks at end cap area, broken and missing end cap and cracked battery tube threads.

Event description:
It was reported that the customer dropped the insulin pump. The customer's blood glucose was 150 mg/dl. The customer was treating herself with manual injections. The customer stated that the lcd screen had cracked, the medtronic sticker came off and that there were wires hanging out of the insulin pump. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.